Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 278 mg/dl. The customer stated that he was his educator and noticed that the pump is not vibrating. The customer stated that the pump did not vibrate after running a self-test. Customer was advised to revert to a backup plan per health care provider's instructions.